Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient revised for osteolysis and polyethylene wear of acetabular liner. Doi 1992-1993 dor (B)(4) 2011 (left hip). The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Per the reporting there was very little visible material wear. The investigation could not draw any conclusions regarding the reported event without device examination. However although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. The investigation has also determined that this product code is now obsolete. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised for osteolysis and polyethylene wear of acetabular liner. Surgeon requesting date of manufacturing and sterilization of acetabular liner.